Event description:
I had the essure coils inserted on (B)(6). I started my period that morning but the ob/gyn said we could go ahead with the procedure. The process was very painful and much longer because of the onset of my period. On (B)(6) I started to experience extreme cramping in the lower abdominal area. Called ob/gyn office and they prescribed norco. This did not help the pain. Managed until (B)(6) and went to ER to have CT scan done. CT scan showed coils were correctly placed but pain continues to this day ((B)(6)).